Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the urinary retention is sometimes a side effect of intrathecal opioid administration, but often resolves without intervention. It did not resolve in the case of this patient. The patient had an anchored foley catheter for about a week, which can contribute to a urinary tract infection (uti). The hcp did not know if the patient was given antibiotics for a positive urine culture or just due to a suspected uti. The patient was completing rehab to regain strength and was doing well, in that they are able to urinate. The patient was receiving effective therapy.

Event description:
Information was received from a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal dilaudid 1 mg/ml at 0.04881 mg/day. The indications for use were failed back surgery syndrome and spinal pain. The patient experienced urinary retention since implant. Nausea and vomiting started on (B)(6) 2016. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The patient was catheterized since (B)(6) 2016 and admitted to the hospital on (B)(6) 2016. An electroencephalogram, CT of abdomen, barium swallow, and x-rays of the abdomen and chest were performed. All tests were negative or normal. Actions/interventions taken included medication for nausea, antibiotics, and the patient was still catheterized. The patient was still hospitalized. They had been feeling much better since (B)(6) 2016. Surgical intervention had not occurred and was not planned. The issue was not resolved. The patient's status was "alive - no injury."

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. The checkmark designating intervention and hospitalization that was previously reported no longer applies. The previously reported (B)(4) were removed and replaced with (B)(4) as the no longer apply. The previously reported (B)(4) was removed as it no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.